Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter was on top of the pump. It was not right over the refill port and the healthcare provider (hcp) was able to refill the pump, but the hcp was concerned that it might become damaged or pull out of the intrathecal space over time. It was noted that the patient was very thin and the hcp was able to palpate it. He also used an ultrasound and was fairly confident that it was the catheter. It was verified that the patient was having no symptoms and was getting effective therapy. It was also verified that the actual and expected residual volume matched. So, at the time of this call, there was no problem with the patient¿s therapy and it didn¿t appear that the catheter had been compromised. It was discussed that the event could increase the chance for a dislodgement or catheter issue, being on top of the pump. The device system was used to deliver baclofen. It was later reported that the mid-catheter seemed to have wrapped around the anterior of the pump and was palpable on the pump surface. It was noted that nothing could or should be done. The hcp trying to manipulate ¿right more epidural placed tip¿. It was noted that the patient and the patient¿s mother were advised to call immediately if the patient¿s tone worsened.